Event description:
Event description guidant received information that this implantable lead displayed out of range impedance measurements. The sensing was adequate at 5.8mv, and the threshold was stable.